Manufacturer narrative:
The device history record (DHR) for lot 2500128364 was reviewed and no anomalies related to the reported issue were observed. A picture was provided for analysis, and upon reviewing the picture, the reported issue was observed. A physical device was not returned for evaluation. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported they opened a new case of product and two out of ten feeding tubes were found in two pieces still in the packaging. The tubes should be one single piece but are cut/separated somehow.